Manufacturer narrative:
The reagent lot number was not provided. Siemens has requested the reagent lot number. The cause for the discordant advia centaur xp tsh3-ultra result is unknown. Siemens healthcare diagnostics is investigating. The IFU states in the interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A false low advia centaur xp tsh3-ultra ((tsh3-ul) result was obtained for a patient sample. The clinician and the endocrinologist suspected the result. The patient sample was tested at another laboratory on an alternate method. The result was higher. A second draw was tested on the advia centaur xp tsh3-ultra. The result was low. The patient sample was tested for ft4 and tsh3-ultra in dilution on the advia centaur xp. Both results were found to be normal. The patient sample was repeated on an alternate method and the result was high. The patient sample was tested on the advia centaur xp tsh assay and the result was higher. The endocrinologist suggests that the abnormal tsh results obtained from the advia centaur xp tsh assay and the two alternate methods are correct for the patient. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant tsh3-ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00095 on april 19, 2017. Siemens filed the MDR 1219913-2017-00095 supplemental report 1 on june 02, 2017. 07/15/2017 additional information: the customer provided the following information: the advia centaur xp tsh3 ultra and advia centaur xp ft4 results are normal. However, the tsh values from the alternate methods were above normal. The doctor thinks the euthyroid result is incorrect due to the fact that both alternate method results had tsh values above normal for the patient sample. Due to insufficient sample quantity left, there was no possibility for the customer to test ft4 on the alternate methods for comparison. The patient sample is not available for further testing and investigation at the manufacturer site. Therefore, siemens cannot determine the cause of the discordant advia centaur xp tsh3-ultra result with the two alternate methods. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00095 on april 19, 2017. On 05/16/2017 additional information: the full customer address was received: (B)(6). Patient identifier: sid (B)(6) for (B)(6) and sid (B)(6) for (B)(6). Both sids are for the same patient. The results for the (B)(6) sample were questioned and a redraw sample was requested ((B)(6)). Age at time of event: (B)(6). Sex: female. Tsh3-ultra results (miu/ml): (B)(6), sid (B)(6) result: 3.253. (B)(6), sid (B)(6) result: 3.093. Repeats in 1:2 dilution result: 3.138. Sid (B)(6) with advia centaur tsh result: 6.82uiu/ml. Alternate method 1 results: (B)(6) sample: 6.28 uiu/ml. (B)(6) sample: 7.32 uiu/ml. Alternate method 2 result: 9.01 uiu/ml. Ft4 result: 1.08 ng/ml (normal). The lot number used at the time of testing was provided. Lot # 295 expiration date: 07/18/2017 UDI # (B)(4). The local field application specialist (fas) and field service engineer (fse) found the instrument was working satisfactorily and no malfunction was detected. Siemens healthcare diagnostics is investigating.